Event description:
It was reported that patient enrolled in a clinical study underwent partial knee arthroplasty on (B)(6), 2007. Subsequently, a revision procedure was performed on (B)(6), 2009 due to loosening. All components were removed and replaced. No further information has been provided to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity." This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2011-00710 & 00711). This report filed (B)(4), 2011.